Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer experienced a blood glucose (bg) level ranging from 500 mg/dl to a level displayed as "high" on the continuous glucose monitor and a moderate ketone level. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. No information was available regarding the release date from the hospital, however, customer indicated the issue was resolved and no permanent damage was sustained.